Manufacturer narrative:
A siemens field service engineer was dispatched to the customer's site. The fse evaluated the instrument and performed water test. The fse observed that sample probe tip and dilution well were dirty. Fse cleaned both and verified probe calibrations. Fse then repeated the water test and ran quality controls in replicate of five. The cause of discordant results was due to dirty probe tip and dilution well. The customer reported no more discordant results after the servicing of instrument. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low estradiol results were obtained on two patient samples on an immulite 2000 instrument. The new samples were redrawn from both the patients and resulted as discordant on the same instrument. The initial and redrawn samples exhibited imprecision. Both the samples for both patients were tested in an alternate lab which also exhibited imprecision. All the discordant results were reported to the physician(s). The initial sample was then tested after servicing of instrument and resulted as per the clinical expectations. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol results.

Manufacturer narrative:
The initial MDR 2247117-2014-00071 was filed on november 10, 2014. Additional information (11/10/2014): a siemens field engineer service (fse) specialist was dispatched to customer's site. The fse evaluated the instrument and performed total service call. The fse ran quality control samples which were within acceptable ranges. The fse also checked verifiers and the result for one level was high. The discordant patient samples still showed imprecision. The fse re-visited customer's site and replaced sample and reagent dual resolution dilutor (drd) upper and lower seals. The fse ran precision study using qc samples for estradiol in replicates of 10 and all levels of verifiers in replicates of 3. All results were within acceptable ranges. This instrument is performing according to specifications. No further evaluation of the device is required. Corrected information (11/10/2014): the fse performed multiple tasks during troubleshooting visits and it is unknown which resolved the customer's issue.